Manufacturer narrative:
The insulin pump was received with blank display due to battery tube not plugged in properly. The pump was received with cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the pump screen completely died when the battery had three bars. The customer stated that he felt uncomfortable with the pump. The customer will be sent a replacement pump.